Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no device related nonconformities were found. There were no other reports of similar events from this lot. Based on the review of complaint data and records, the reported issue appears to be related to the surgical procedure and not device related. Device is still in situ.

Event description:
It was reported to nevro that a patient experienced difficulty with wound healing post op. The stimulation was left off to allow the surgical pain to subside and the wound to heal properly. During this time, the patient reported an allergic reaction to the dressing at the anchor site. Upon returning to the physician's office for removal of the staples, the surgeon noted that the wound had not healed and the patient was taken back to the operating room for wound debridement. Blood tests showed no sign of infection.